Manufacturer narrative:
The synchroseal instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchoseal stopped working after six fires. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer stated that the synchroseal was fired successfully six times during the procedure and then it stopped working. The customer used a backup synchroseal to proceed with the procedure. The customer could not provide any more specific details about the procedure. There was not patient injury or harm. The procedure was completed robotically. There was no patient injury or harm.